Event description:
X-ray and bone scan indicate tibial loosening. A revision surgery has not occurred yet nor has it been scheduled.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. No revision surgery has been reported. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported loosening. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.